Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The fse evaluated the iabp and completed a preventative maintenance (pm) on the iabp. As part of the pm, the fse replaced the safety disk, the batteries and the 5000 hr preventative maintenance kit. All calibration, functional and safety tests were performed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not holding a charge and that the screen was flickering. The circumstance of the event is unknown; however, there was no patient involvement and no adverse event was reported.